Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple external insulation abrasions at 38.1cm to 38.3cm from the distal end consistent with friction to another device or feature of the heart and at 40.7cm to 41.6cm and 43.0cm to 46.2cm from the distal end consistent with friction to device can.